Event description:
Film review analysis: review of 2 still angio image at implant confirmed that an endurant stent graft system was implanted in the patient, with the ipsi limb and extension into the right iliac, and the contra + extension within the right iliac artery. The non-contrast image showed that a balloon was inflated within the gate on the left side. The balloon completely occluded the left limb and extended from the bottom of the gate to approximately 1cm above the flow divider, and was seen slightly expanded across the right ipsi limb just above the flow divider where it appeared as spherically shaped. No stent graft issues were observed. The second still angio image with contrast injected just proximal to the flow divider showed that both limbs were patent. A small amount of contrast was seen outside the stent graft on the patient's left side near the level of the flow divider. The may be a type IV blush or a type iii fabric endoleak. The exact cause of the endoleak could not be determined from the limited images provided. Contrast images prior to ballooning were not available for review. This may be a type iii fabric endoleak caused by over ballooning, but cannot rule out a type IV endoleak.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case. It was reported that the patient died. Per the physician, the patient had a follow up and there were no endoleaks. The patient's death was not considered aneurysm related.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the contralateral and ipsilateral leg had been extended and the physician was ballooning the contralateral leg with the balloon into the bifurcate, over the flow divider. Once this was completed a final contrast run was carried out. It was evident that there was a type iii endoleak, fabric from where the stent graft had been ballooned. The stent graft was then re-lined using extension limbs on the contralateral and ipsilateral side which cleared the endoleak. The physician stated that he believes that this could be due to over ballooning. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)